Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) of 53 mg/dl. The user treated with juice boxes. The ilet alerted for the lows. The user¿s bg has since stabilized. No medical intervention or outside assistance was required.